Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that back button and escape key was unresponsive sometimes. Customer stated that keypad was coming off and retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. P-cap or reservoir locked properly in place. Device received with peeling keypad overlay. (B)(4).